Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2022,senseonics was aware of an incident where user experienced false hypoglycemia due to inaccuracies in sensor readings.

Manufacturer narrative:
Based on the investigation analysis, the reported event on november 30, 2022 (2nd day after insertion), could not be confirmed as the fingerstick measurement was not entered as calibration entry. The reported event happened during the initial few days after sensor insertion, and during this period of time, there could be chances of temporary mismatch due to the insertion site still healing at that time. This would eventually normalize as the sensor stabilizes. In this case, once the sensor recovered after insertion, the system began performing within expectations and there was better accuracy between the sensor readings and fingerstick measurements .user was not symptomatic, and did not require any medical or self treatment. Per dms, user is currently using the system with better agreement between the sensor readings and fingerstick measurements. No further resolution was found necessary for this complaint. H3. Device evaluated by manufacturer? Yes. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.